Event description:
It was reported that the autopulse platform worked for a couple of mins during a pt event. Pt impact was not disclosed. No other info was provided.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.